Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs showed no evidence of device malfunction. Performance testing could not reproduce the reported complaint. Based on all available evidence, the investigation determined that there is insufficient evidence to suggest that a device malfunction had occurred that could have caused or contributed to the reported event. Resmed¿s risk associated with use of the device remains acceptable. The astral 100/150 user guide provide the following warnings: ¿for ventilator-dependent patients, always have alternate ventilation equipment available, such as a back-up ventilator, manual resuscitator or similar device. Failure to do so may result in patient injury or death. Ventilator-dependent patients should be continuously monitored by qualified personnel or adequately trained carers. These personnel and carers must be capable of taking the necessary corrective action in the event of a ventilator alarm or malfunction.¿ resmed reference # (B)(4).

Event description:
It was reported to resmed that a patient receiving ventilation from an astral 150 device expired. It was reported that the patient was found unconscious in bed with the mask on and the device working. It was alleged that the astral device did not alarm.

Event description:
It was reported to resmed that a patient receiving ventilation from an astral 150 device expired. It was reported that the patient was found unconscious in bed with the mask on and the device working. It was alleged that the astral device did not alarm.

Manufacturer narrative:
The device has been returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. The astral 100/150 user guide provide the following warnings: ¿for ventilator-dependent patients, always have alternate ventilation equipment available, such as a back-up ventilator, manual resuscitator or similar device. Failure to do so may result in patient injury or death. Ventilator-dependent patients should be continuously monitored by qualified personnel or adequately trained carers. These personnel and carers must be capable of taking the necessary corrective action in the event of a ventilator alarm or malfunction.¿ resmed reference # pr 3136830